Manufacturer narrative:
(B)(4) captures the reportable event of surgery. As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right atrial (ra) lead had its outer insulation damaged during the right ventricular (rv) lead therapy upgrade procedure. An additional surgical intervention was needed to use a repair kit prior to pocket closure on the lead which remains in service. The reported issue is likely to cause or contribute to serious injury or death should this malfunction happen again. No additional adverse patient effects were reported.